Event description:
This is a solicited case report received from a reporter in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who was involved in an essure generic active online listening, study number: (B)(4)/aol and found out that essure didn't take on one side. Consumer also reported that, previously, she had mirena (levonorgestrel) inserted for 5 months; she states that she blew up and her hair fell out at an alarming rate. Additional information was received on (B)(6) 2014. Follow-up information received on (B)(6) 2014: the consumer reported she got essure when she had mirena removed and one of colis travelled and one tube did not close. She would have one tube tied. Follow-up received on (B)(6) 2014: on an unspecified date the consumer underwent a tubal ligation (she reported she tied one tube because essure didn't take on one side). Follow-up information received on (B)(6) 2014: it was reported that mirena was used for contraception. It was reported that the consumer experienced weight gain, lost hair and never wants sex. She considered the events related to mirena. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. Lack of efficacy may occur under the use of any product and is not indicative of a quality defect per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up received on (B)(6) 2014: consumer reported that she had a baby last year and stated that it did not make her fat but mirena did. Then she got essure and found out many people got fat from that too. According to consumer she needs to lose 50 pounds at least and stated that she is (B)(6) years old so her metabolism sure is not what it was. In addition consumer reported that she had no will power and discipline and believed she is addicted to food, she informed that she could never stay eating healthily and she drinks. She also reported that she had 3 kids including a baby and 3 step kids so by the time she works, goes home, cooks and cleans up some she is too exhausted to exercise. Consumer informed that she is pretty tough but she hates her body. Follow-up (B)(6) 2015: follow up information received from the consumer via social media. Consumer reported that after she had a baby she got a mirena inserted and after that she had essure inserted. She stated that she didn't recommend because she has gained so much weight and her joint hurt and her fallopian tubes feel as if they will explode prior to and during her period. Follow-up information posted online by the consumer on (B)(6) 2014, (B)(6) 2014 and (B)(6) 2015 and collected by the company on (B)(6) 2015. Her last delivery took place in (B)(6) 2013 and she had gained only 12 pounds during pregnancy. After that, in (B)(6) 2013, she got mirena inserted. Over the next 5 months, she gained 30 pounds (reported previously as on mirena for 5 months I blew up) and lost half of her hair. According to her, the same happened in the past while she was on depo. She had it removed and in (B)(6) 2013 she had essure inserted. She received xanax before the procedure and all went fine; she was out of the office within an hour and had only minimal bleeding. In (B)(6) 2014 she had the confirmation test performed to make sure that both tubes were occluded. One of the coils had travelled and the respective tube was not blocked, so she had a tubal ligation performed on that side as an outpatient surgery under general anesthesia. According to her, she then noticed that her legs and knees started hurting. Since (B)(6) 2014 her hips, back and fallopian tubes hurt before her menstruation; she can tolerate the pain, but it feels like she is going to explode and it hurts when she sleeps on her side. She thinks that this is related to essure. She continues gaining weight. Follow-up information on (B)(6) 2015 from consumer: she stated that her tubes were mutilated by a botched essure. Case upgraded to incident. Follow-up information received on (B)(6) 2015 - ptc investigation result: ptc global number: (B)(4). Medical assessment: this ptc was initiated due to a lack of efficacy. Lack of efficacy may occur under the use of any product and is not indicative of a quality defect per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted after the removal of mirena (levonorgestrel) and had only minimal bleeding after essure insertion (interpreted as post procedural bleeding). Later one of the coils travelled (interpreted essure migration). She also stated her tubes were mutilated. All events were considered serious as medically significant and are listed in the reference safety information for essure, except for mutilated fallopian tubes, which is unlisted. After essure insertion abnormal genital bleeding can occur; thus causality between the reported post procedural bleeding and the suspect insert cannot be excluded. Regarding the remaining events, the consumer reported that one of essure coils travelled, and since tubal occlusion failed to occur on one side, she underwent tubal ligation. Since it is not clear from the available information if the reported mutilated fallopian tubes refers to this surgery and as no follow-up will be possible in this case (social media case), company considers a causal relationship between the reported events and essure therapy cannot be excluded and due to the reported term "mutilation" this case; initially regarded as non-incident was upgraded to incident due to serious injury. Additionally, non-serious event were reported. According to the updated product technical investigation, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs